Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was involved in a "procedural slip" during procedure with a pt. On (B)(6) 2010, a mayfield skull clamp including a mayfield swivel adaptor and ultra base unit was applied for a craniotomy and checked for stability. The "procedural slip" was described as; it was found that the unit had some play in it or "wobbled" and did not seem secure. As a result, the surgeon requested that the unit be changed.